Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the preliminary investigation, it was confirmed that the sensor had deviated from the normal behavior, which led to differences between sensor glucose readings and fingerstick measurements. Due to these differences, the system incorrectly asserted a hypo alert when the user was not in hypoglycemic range. A return material authorization (RMA) for sensor serial number (B)(6) was authorized for return of the sensor to further investigate the sensor performance deviation. Based on the initial investigation analysis, the sensor performance deviated from normal behavior which led to differences between the sensor readings and the fingerstick measurements. Upon receipt of the sensor, it was tested in-house and found to have an led crash within the sensor, which caused the reported inaccuracy in sensor glucose readings. User did not require any medical or self-assistance on the date of event as the user was not in hypoglycemic range. B5. Event or problem updated. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On 22 august 2022, senseonics was made aware of an incident where user experienced false hypoglycemia alerts due to inaccuracies in sensor readings.